Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat an unspecified lesion, a 3.0x23 mm rx xience v stent delivery system (sds) was attempted to be advanced through an unspecified guiding catheter; resistance was felt and the sds was not able to advance the forward any further. After resistance was felt during removal of the sds from the guiding catheter, the stent was found have flared stent struts. An unspecified device successfully crossed the lesion. There was no adverse patient effect. There was no reported clinically significant delay in the procedure. No other device or procedural issues were noted. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage and difficult to position were able to be confirmed. The difficult to remove could not be replicated in a testing environment due to the condition of the returned device. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for difficult to position/remove from the guiding catheter or stent damage from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.